Event description:
Patient was shaking and having symptoms of low blood glucose, concerns a patient who was using an innovo device for long acting human insulin and an induo device for fast acting human insulin. The customer's family member reported that since both devices have the same colour cap which covers the needle, his patient took 23 iu of fast acting insulin instead of long acting human insulin in nov 2005 at 9pm. The next day at 1:30am the patient was shaking and having symptoms of low blood glucose. Her blood glucose reading was 1.1 mmol/l. She was taken to hospital and given intravenous glucose. The customer has used the induo for over a year and continues to use induo. Patient recovered after being treated.